Event description:
It was reported that a perforation occurred. Vascular access was obtained via the femoral artery. A percutaneous transluminal coronary angioplasty was performed on a de novo, concentric shape target lesion with a greater than 45 degree bend, located in the moderately tortuous and severely calcified right coronary artery (rca). A 1.50 x 15mm maverick balloon was advanced to dilate the lesion, but it would not cross due the heavy calcification. A non boston scientific guidewire was exchanged with a rota extra support wire. The rotawire was advanced, but became kinked. The rotawire was removed and another rotawire was advanced to perform a rotablation procedure. A 1.50 rotablator (rpl) was then used to perform rotablation, but a perforation occurred in the rca. It was noted that significant resistance was encountered while operating the device. A 2.50 x 33 stent was deployed to complete the procedure. No further patient complications were reported and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a perforation occurred. Vascular access was obtained via the femoral artery. A percutaneous transluminal coronary angioplasty was performed on a de novo, concentric shape target lesion with a greater than 45 degree bend, located in the moderately tortuous and severely calcified right coronary artery (rca). A 1.50 x 15mm maverick balloon was advanced to dilate the lesion, but it would not cross due the heavy calcification. A non boston scientific guidewire was exchanged with a rota extra support wire. The rotawire was advanced, but became kinked. The rotawire was removed and another rotawire was advanced to perform a rotablation procedure. A 1.50 rotablator (rpl) was then used to perform rotablation, but a perforation occurred in the rca. It was noted that difficulties with operating the device occurred. A 2.50 x 33 stent was deployed to complete the procedure. No further patient complications were reported and the patient was reported to be stable following the procedure. It was previously reported that a perforation occurred, and it is now reported that a perforation did not occur.